Event description:
Additional information received reported there was no code displayed when the implantable neurostimulator recharger (insr) would not ¿pick up¿ implantable neurostimulator (ins). The only indication was a symbol for miscommunication between the insr and ins.

Event description:
It was reported that prior to implant the manufacturer representative checked the implantable neurostimulator (ins) with the implantable neurostimulator recharger (insr) and it was ¿not picking it up, like it was dead¿. The clinician programmer showed the ins was 100% charged. The insr was used to check other inss and it worked as it should, but when the original ins was checked again it was not picking it up. The ins was returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) showed that the parity por bit was not reset. The ins was received in an unopened shrink-wrapped box and had experienced a parity por. According to the diagnostic data taken from the ins, the parity por count was at 4. This indicated that a recharger and/or programmer had communicated with the ins 4 times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed, so that if a parity error was recorded in the log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por was cleared, the firmware in the ins assumed another parity por had occurred and would continually inform the customer that a por had occurred. This issue would occur whenever a parity por was the last por logged in the ins. The ins passed functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.